Event description:
It was reported by the patient that the previously working remote monitor was not responding to the start button, although it did appear to be receiving power the patient checked the cord connection and switches and then pushed the start/stop button but the remote monitor was unresponsive. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.